Event description:
The customer reported that they had concerns over free thyroxine (ft4) performance with regards to one normal patient. Ft4 results are high, but thyrotropin (tsh) results are normal. The customer questioned ft4 results from 3 samples collected from the same patient. Of the three samples, two were found to have erroneous ft4 results when compared to ft4 results from an abbott architect analyzer. The first sample initially resulted as 30.69 pmol/l. The sample was repeated on a different e602 analyzer and resulted as 31.59 pmol/l on (B)(6) 2014. The sample was repeated on an architect analyzer on (B)(6) 2014 and it resulted as 21.95 pmol/l. The second sample initially resulted as 29.05 pmol/l on (B)(6) 2014. The sample was repeated on the same e602 analyzer and resulted as 29.84 pmol/l on (B)(6) 2014. The sample was repeated on an architect analyzer on 11/03/(B)(6) 2014 and it resulted as 20.78 pmol/l. The patient was not adversely affected. The serial numbers of the two e602 analyzers used were asked for, but not provided. Investigations conclude that the results from both the roche (e602) and abbott (architect) analyzers provide the same clinical picture. The ft4 results from both analyzers are above the respective reference range. Tsh results from both analyzers are either within the respective reference range or slightly below it. Samples were requested for investigation, but not provided. A specific root cause could not be identified since samples were not available for investigation. Potentially, there may be interferences in the sample which could affect either the roche assay, abbott assay, or both assays. Reagent labeling provides a disclaimer indicating that in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin, or ruthenium can occur. A general reagent related issue can be most likely excluded.

Manufacturer narrative:
This event occurred in (B)(6).